Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial impactor and femoral trials chipped during impaction. There was no surgical delay. Pieces were recovered and are being returned.

Manufacturer narrative:
Product complaint (B)(4). Additional information was received indicating that "no instrument split into two or more pieces." Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable. Further updates will only be provided if additional information is received that changes the regulatory determination.